Event description:
The reported event (front panel display disappears during use) was found during inspection and testing of the customer returned device. This report is being submitted for the malfunction found during evaluation. Additional details were requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d4, e1, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the front panel display disappearing was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The front panel display did disappear during testing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the front panel display on his olympus high flow insufflation unit disappeared during use. There was no patient harm reported as a result of this event.